Event description:
The customer reported to baxter corporate product surveillance of a clearlink secondary medication set that was not flowing well into the primary set during priming. The customer believes there is an issue was the valve not opening up fully to allow the medicine to pass through. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. If additional information or samples become available, a follow up report will be submitted.